Manufacturer narrative:
Other, other text: device evaluation, visual inspection performed and found the tamper seals were both broken. Bottom case and all its components filled with fluid ingression. Cracked top case corners, bottom case by l-bracket and right plunger case. The reported issue was duplicated found 'battery communication timeout at power up and all the battery values were zero. Battery, interconnect board, power supply board, radio board and antenna were covered in fluid ingression. The cause of the reported issue is fluid ingression on the battery and interconnect board. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported the battery was not communicating with the pump. No further information provided. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.